Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 1.5x4mm ht sd x-dr scr 5-pk (part# 95-6104) was returned for evaluation. On visual inspection, the screw appears to be in good overall condition. There is minimal damage to the cross drive of the screw, but there is some damage to the tip, indicating an insertion attempt. Functional testing was done by attempting to insert the screw into a block of white oak with a 15-1196 1.5mm ht x-lock + 01-7390 green handle screwdriver assembly; the screw was inserted as intended. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The complaint is unconfirmed and the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following information regarding bone screws:bone screws1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved.2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver.3. Excessive torque can cause the screw to fracture.4. Self drilling screws may fracture, bend or break if used in a bicortical application.a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a screw tip became blunt and could not be inserted in the patient's bone. No adverse events have been reported as a result of the malfunction.